Event description:
An event occurred on an unspecified date in the month of jan involved plum 360 infusion pumps where it was reported that during patient use the devices are not holding a charge and only operate when connected to ac power. Once disconnected, they shut off immediately. I reviewed the alarm logs and found no errors related to battery or power issues. The batteries were replaced approximately one year ago. There was patient involvement, and delay in therapy reported however no harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.